Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hematoma or hemorrhage at access site and emboli are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00542.

Event description:
During its post-market surveillance activities on 26-oct-2022, penumbra inc. Became aware of a journal article titled, "aspiration mechanical thrombectomy in acute and subacute iliofemoral deep vein thrombosis in the covid era: challenges and outcome" (karmota et al. 2022). In this single center retrospective review, twenty-three patients underwent aspiration thrombectomy procedures to treat acute iliofemoral deep vein thrombosis (dvt) using an indigo system catd aspiration catheter (catd) and an indigo system separator d (sepd) or an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8) between january 2019 and december 2020. Primary technical success was achieved in nineteen patients after use of the indigo system, and secondary technical success was achieved in three patients who received adjunctive catheter directed thrombolysis (cdt) after use of the indigo system. It was reported that one patient requiring adjunctive treatment experienced a hematoma which was managed conservatively. No additional information was provided. It was also reported that another patient who required adjunctive treatment experienced a hematoma complicated by pulmonary embolism, which was managed conservatively with anticoagulation. No additional information was provided.